Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, another fenestrated bipolar forceps (fbf) with loose cables was identified mid procedure and it caused some delay as this was not the only fbf with loose cables. The procedure was completed with no reported injury.